Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with nine clips remaining. Functionally; the handle was cycled but the clip would not load properly. The root cause of the observed condition could not be identified based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during laparoscopic cholecystectomy procedure. The clip applier was being fired over a vessel. Clip applier broke during firing. There were no issues experienced with the loading or firing of the clips. No component of the device disengaged into the cavity of the patient. In order to resolve the issue and complete the case opened another clip applier. There was no patient injury.